Event description:
Customer reported that the insulin pump had scratches on the insulin pump and the display. Customer also stated that it takes longer to send blood glucose readings to the insulin pump than normal. Customer may have hit something against the insulin pump. Customer's blood glucose reading at the time of the call was 136 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a scratched reservoir tube window. The test blood glucose meter communicated properly to the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.